Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted this is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty was encountered with the right atrial (ra) lead. It was suspected tissue may have been entangled in the helix. High and rising thresholds were noted. After numerous attempts at the lead, it was explanted and replaced. No patient complications have been reported as a result of this event.